Manufacturer narrative:
Additional information: device manufacture date, evaluation codes. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set separated from the tubing. This occurred before connection to the IV catheter. There was no patient involvement. No additional information is available.